Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. The patient is to consult sjm representative and surgical intervention will be taken at a later date to address the issue.

Event description:
Further follow up clarified the issue was not ineffective stimulation, but pain due to strain relief loop. Additionally, the patient underwent surgical intervention on 04/08/2015 where the strain relief loop was repositioned deeper which resolved the issue.